Event description:
It was reported that the psee60a was locked in a thoracotomy wedge resection. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 6/5/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as (B)(6)2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received partially fired 2/3 with some b-form staples on the reload deck the manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 254c67, and no non-conformances were identified.